Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came off before it had a chance to hit the arteriotomy as you were lifting everything out; the step in which the unknown sheath came out. Hemostasis was achieved with manual compression for 30 minutes. The patient recovered after the event. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. The user was trained on the device. The device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was resistance/friction experienced as the mynx vcd was advanced through the unknown sheath. The sealant was stuck to device components. The device storage temperature did not exceed 25°c. The stopcock of the introducer sheath was opened prior to shuttle down. The balloon was fully deflated. The balloon was prepped with 70/30 saline/contrast. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation; however, 5 sterile devices will be provided. Five (5) sterile, unused mynxgrip 5f devices from the same lot f2401103 as the complaint device were received for evaluation inside their original box and sealed packages. The devices were unpacked to proceed with the product evaluation. During the visual inspection, all the units reviewed were found with no anomalies. The sealant was observed in their manufactured positions, fully covered by the sealant sleeve protecting the mynxgrip sealant. Dimensional analysis was performed to verify the distance between the proximal and distal tamp locks, which were measured and noted to be within specification. Per functional analysis, simulated deployment tests were performed to ensure the functionality of the returned devices, during which the advancer tubes were found to be properly engaged with the proximal tamp locks. Additionally, the sealants were correctly deployed as intended, per the mynxgrip IFU. Per microscopic analysis, the tamp locks were inspected for any damage that might have prevented the advancer tubes from engaging with the proximal tamp locks during the procedure. No damage was detected to the tamp locks upon microscopic examination. Additionally, the sealants were observed to be in the correct manufactured positions. The reported event of ¿sealant-sealant misdeployment-complete¿ could not be confirmed as the device was not returned for analysis, and the event was not confirmed through analysis of the sterile devices. The exact cause of the issue reported could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to misdeployment reported, especially since there were no issues noted during analysis of the sterile units. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors (there was resistance experienced during insertion into the sheath), both of which can cause resistance during the shuttle/sheath retraction step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant becoming stuck to the catheter and deploying above the access site. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analyses of the sterile units, nor the information available for review suggest that this event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came off before it has a chance to hit the arteriotomy as you are lifting everything out; the step in which the sheath come out. Hemostasis was achieved with manual compression for 30 minutes. The patient recovered after the event. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was resistance/friction experienced as the mynx vcd was advanced through the unknown sheath. The sealant was stuck to device components. The device storage temperature did not exceed 25 °c. The stopcock of the introducer sheath was opened prior to shuttle down. The balloon was fully deflated. The balloon was prepped with 70/30 saline/contrast. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation, however 5 sterile devices will be sent in for evaluation.